Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that back flow was occurring while using an access check valve. It was reported that after the secondary bag was emptied, fluid would begin filling up inside of it. There was no report of patient injury or medical intervention associated with this event. No additional information is available.